Event description:
The customer reported during a follow-up visit on (B)(6) 2008, this right atrial lead displayed low impedance measurements (from 600 ohms to <200 ohms). No adverse pt effects were reported. A technical service consultant suspected a lead insulation problem. Over two years later ((B)(6) 2010), the lead was abandoned surgically during the device replacement procedure. No adverse pt effects were reported. The lead was actively implanted for approximately 9 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.